Event description:
It was reported that the device reached elective replacement indicator (eri) status early. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. Continuation of concomitant medical products: 694765, implantable tachy lead, (B)(6) 2008. (B)(4).